Manufacturer narrative:
Device eval by manufacturer: the main coil, the introducer sheath, and the delivery wire were returned for analysis. It was observed that the main coil was bent and stretched at the coil arm, zap tip, and primary coil section. Moreover, the arm of the coil was detached. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 21-aug-2024. It was reported that coil was stretched. The patient underwent a splenic aneurysm embolization. A 22mm x 60cm interlock was selected for use. After the stc 18 microcatheter was super-selected in place, the coil was opened in a sterile manner and was continuously flushed with pressurized heparin. Upon pushing and withdrawing, the coil had been stretched into the inner packaging. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm of the coil was detached.